Event description:
It was reported that during a davinci s surgical procedure, the operating room staff experienced 'purple tint in the right eye' on the surgeon side console. The site experienced system error code 45312. The account informed the isi technical support engineering that they had a bad camera cable and could not locate their backup camera cable. At this time, the surgeon made the decision to convert the planned surgical procedure to a traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) discovered that the vision issue experienced by the customer was associated with the camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the defective camera cable. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 45312 appear when the da vinci s safety system detects a loss of one or both surgeon's video inputs. Upon determining this condition, the safety system puts da vinci s in a non-recoverable safe state. The system was repaired by replacing the affected camera cable. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques.